Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
This is a non-us event. This occurred in canada. Consumer reported via e-mail that upon opening a tampon wrapper, she noticed the tampon and applicator were cut in half with only the bottom half being present. She continued to use the tampon and wore it for 2 hours. Upon removal, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.